Event description:
The customer contact reported the delivery was complete sooner than expected. Channel c of the pump was being used to deliver an unspecified chemotherapeutic agent for a duration of 24 hours. No further pump programming parameters were provided. It was reported that the delivery was complete in 18 hours instead of the expected 24 hours. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.